Event description:
It was reported that multiple malfunction alarms occurred intermittently. The customer experienced an elevated blood glucose (bg) of 532 mg/dl. Additionally, the customer reported feeling "unwell." A manual injection was administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.